Event description:
On (B)(6) 2011 customer reported a diluted blood leak (approx 5ml) at the needle pierce area of the hmx autoloader. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that pinch valve (pv) 21 had a faulty actuator. The affected part was replaced by the fse. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).